Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter read inaccurately high in comparison to two other devices and his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on an unspecified date, 1-2 months ago, his meter began to read inaccurately high. The patient explained that he obtained alleged inaccurately high readings of ¿86 and 72 mg/dl¿ on the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient explained that he also compared the reading of ¿86 mg/dl¿ to a reading of ¿54 mg/dl¿ he obtained on his dexcom continuous blood glucose monitoring (cgm) device. Meter to cgm comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which device¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with a combination of diabetes medications (tresiba, unspecified dose in the evening; novolog flexpen, self-adjusted; and ¿levetec¿) and explained that he had a glass of orange juice in response to the alleged product issue. He explained that 2-3 weeks after the product issue began, he became ¿incoherent to what was going on around, angry, sweating and frustrated¿. The patient stated that his wife called for emergency medical services (ems) immediately after the onset of symptoms. The patient explained that the ems performed a blood glucose test and obtained a reading of ¿46 mg/dl¿ which he compared to the reading of ¿72 mg/dl¿ he obtained on the subject meter within 30 minutes of each other. The patient stated that he was treated by an ems healthcare professional with intravenous glucose (IV dextrose d50).at the time of troubleshooting, the csr confirmed that the correct unit of measure was used, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test because they did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion after obtaining inaccurate results on the subject device.